Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the third-party service center for evaluation. During the evaluation in the service center, it was observed visible foam particles in the device. There was one error (e-200) - stop error found with circuit board. The unit was scrapped. The service center concludes that the complaint was not confirmed.